Manufacturer narrative:
There are no samples returned, so the investigation of the samples cannot be carried out, and it is impossible to determine whether the defect occurred during the manufacturing process. Therefore, no relevant actions were taken.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Event description:
It is reported cap loose/not tightly sealed. During the procedure, the nurse practitioner discovered that the inner packaging of an unopened pre-filled catheter flushing device (10ml) contained scattered water droplets. It was determined that the screw cap on the cone shaped end was not tightly sealed, causing leakage and compromising the device's sterile integrity. Visual inspection revealed slight cloudiness in the fluid. The pre-filled catheter flushing device was subsequently replaced for the patient. No adverse effects were observed.